Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip burned out at 42,000 joules of use. A second fiber was used and the fiber cap detached at 30,326 joules of use. This report is for the first fiber used. There was no injury reported.

Manufacturer narrative:
(B)(4). Fiber analysis: the fibers glass cap was found to be detached; cap not returned with product. The fiber broken proximal to the fiber/cap glue zone; approximately 1.1 inches length of fiber proximal to the glue zone is severely burned and the fiber tip shows sign of melting. There was no indication or report of any part of the device remaining inside the patient. The fiber / cap conditions would result in forward firing. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure, resulting in cap detachment.